Event description:
The user facility reported a 62-year-old female undergoing cardiac surgery was implanted with an impella cp device for mechanical circulatory support. The patient developed an effusion which was tapped and attempted to drain, however the effusion would not stop bleeding which prompted the doctor to suspect a perforation. The decision was made to take the patient to the operating room (or), maintain impella support, locate and treat the suspected perforation, and then remove the impella once complete. Upon arrival to the or, a surgical nurse accidentally pulled on the impella catheter at the groin site which displaced the pump and pulled it into the aorta. The staff found a perforation on the left ventricle, and it was sutured and patched. The impella was removed. The doctor did not suspect the perforation to be caused by the impella, however the doctor was not certain of the cause for the perforation.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: potential adverse events (united states): acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury the failure modes will be monitored and trended.

Manufacturer narrative:
The investigation for the ventricle perforation and the positioning issue has been completed. Pump was not returned for investigation. Clinical information provided about the ventricle perforation is none. Time and reason of the perforation is unknown. Therefore, the root cause of the ventricle perforation issue was not determined since product was not returned and insufficient clinical information was provided. Clinical mentions that the pump was accidently pulled into aorta by the nurse. Therefore, the root cause of the positioning issue was use related to improper technique. The instructions for use for the impella cp with smart assist system states the following: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ corrections to the initial MFR report: added d6a/d6b f6/f8 should have been left blank.